Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2024-00065, device 2 is being reported under MDR 2247858-2024-00066 and device 3 is being reported under MDR 2247858-2024-00067. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"28x80 bifur device was deployed appropriately & accurately. Due to poor imaging in the room, the ipsi limb was deployed prematurely. This was not realized by anyone in the room at that time. Cannulation of the gate was attempted from the contra side, the wire was easily in the graft. Marker pig was spun freely to verify wire was within the graft. Ivus was used to verify location. 17x120 limb was deployed at minimum overlap on the contra side. 17x120 limb on ipsi side was deployed between minimum and maximum overlap. Dr. Then repositioned imaging and we then realized the contra gate had no limb in it. We then ivus both sides to confirm that both the contra and ipsi limb were within the ipsi main body limb. Ivus proved the ipsi limb was compromised by pressure from the contra limb. Dr then decided to convert to aui using aortic cuff." Patient outcome - "via the contra side, an aortic cuff was advanced and deployed in mid main body of the bifurcated device and the distal part of the cuff was deployed in the proximal contra limb. Aortic balloon was advanced and ballooned where the bifur and the cuff overlap and from the flow divider down to the distal iliac. Post angiogram showed a small type 3 leak through the ipsi limb. We then deployed a 15x100 treo limb & then re-balloned from the flow divider down through the 15x100 limb. Post angiogram showed no endoleak, dr decided to ivus again to verify maximum luminal gain and sufficient flow throughout the graft and limbs. Dr was satisfied with result of ivus and verification of no leaks. Then a fem-fem bypass was performed without incident. Patient was discharged from hospital wednesday am with satisfactory outcome."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR, device 2 is being reported under MDR 2247858-2024-00066 and device 3 is being reported under MDR 2247858-2024-00067. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"28x80 bifur device was deployed appropriately & accurately. Due to poor imaging in the room, the ipsi limb was deployed prematurely. This was not realized by anyone in the room at that time. Cannulation of the gate was attempted from the contra side, the wire was easily in the graft. Marker pig was spun freely to verify wire was within the graft. Ivus was used to verify location. 17x120 limb was deployed at minimum overlap on the contra side. 17x120 limb on ipsi side was deployed between minimum and maximum overlap. Dr. Then repositioned imaging and we then realized the contra gate had no limb in it. We then ivus both sides to confirm that both the contra and ipsi limb were within the ipsi main body limb. Ivus proved the ipsi limb was compromised by pressure from the contra limb. Dr then decided to convert to aui using aortic cuff." Patient outcome - "via the contra side, an aortic cuff was advanced and deployed in mid main body of the bifurcated device and the distal part of the cuff was deployed in the proximal contra limb. Aortic balloon was advanced and ballooned where the bifur and the cuff overlap and from the flow divider down to the distal iliac. Post angiogram showed a small type 3 leak through the ipsi limb. We then deployed a 15x100 treo limb & then re-balloned from the flow divider down through the 15x100 limb.post angiogram showed no endoleak, dr decided to ivus again to verify maximum luminal gain and sufficient flow throughout the graft and limbs. Dr was satisfied with result of ivus and verification of no leaks. Then a fem-fem bypass was performed without incident. Patient was discharged from hospital wednesday am with satisfactory outcome."